Event description:
It was reported that the healthcare provider (hcp) was unable to aspirate from cap (catheter accessport). It was stated that they were trying to get rid of drug in the catheter because of a burning sensation that was not there before. Hcp was unsure if the drug was the cause or not at this point. The cap access was not being done under fluoro but hcp was confident they were in the right place. Hcp checked patency of kits being used and felt confident in that; stated that the plunger was held back for at least a minute and also felt silicone and metal when accessing, turned needle. However, there was no success. Hcp was to try further. Drug delivered via the pump was clonidine. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).